Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The unexpected restart recurred during normal insulin pump use. The customer also reported feeling that the insulin pump was not delivering insulin once the insulin gets down to fifty units. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. No damage was noted on the interface board. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.